Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device discarded.

Event description:
According to the available information, though not verified, the territory manager reported that during a replacement surgery, the left rear tip came off in the perineal space. A distal perforation occurred during the surgery. This was repaired intra-operatively. A suture popped. The rear tip extender (rte) was anked on and came off into the perineal body. The rte went through causing a proximal perforation, lateral to the urethra. A hammock sling was used. Gator clamps and a scope were used. The patient was opened up; the rte was retrieved. The case was aborted. The territory manager also noted that this was an experienced physician and the patient had ¿horrible¿ scarred over anatomy. The device was discarded by the facility. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.